Event description:
Hill-rom received a report from a hill-rom technician stating the brake alarm was not alarming. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake on switch kit inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake on switch kit to resolve the issue. Based on the information, no further action is required.